Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on male. The guide wire was placed into the duodenum via the scope. The scope was then removed leaving the wire in place. The stent catheter was inserted into the esophagus to bridge the gastroesophageal junction. The stent was deployed approximately 30%. The physician then reinserted the scope alongside the catheter for direct visualization of the stent deployment. At that time, the physician noticed that there appeared to be some tumor bleeding which was described as normal to excessive bleeding, and what appeared to be a false opening at the gastroesophageal junction. The stent was reconstrained with some resistance except for the last .5cm of the stent. There appeared to be tissue within the stent/catheter which was and removed from the patient. The catheter appeared to be broken just above the proximal end of the stent. The stent was not damaged. The procedure was completed with a similar smaller length stent. The patient was then admitted into ICU based on the anesthesiologist's fear of aspiration during the case. The patient remained in ICU for approximately 24 hours. The bleeding appeared to be from the tumor and was clotting upon completion of the procedure. No actions were taken to stop the bleeding during the case and bleeding was controlled while in ICU. According to the physician, the bleeding in the upper esophagus may have been due to intubation. The patient received no other intervention except for antibiotic therapy. The patient was released from the ICU and transferred to another room. The patient experienced severe dysphagia and remained hospitalized. Patient was reported to be fine at the conclusion of the procedure and able to eat some solid foods. However, he is extremely ill with several different co-morbidities.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.